Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Fiance is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 462 and 224 mg/dl. The customer's expected fasting blood glucose test result range is 195 - 205 mg/dl. At the time of the call the customer reported feeling headache. Medical attention was not needed at the time of the call. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/18/2020 and open vial date is 03/15/2019. The meter memory was reviewed for previous test result history: (B)(6).